Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 22mm proximal of the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 15jan2025. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left femoral artery. A 3.0 x 150, 135cm mustang balloon was advanced for dilation. During the procedure, the patient was in the supine position, and the physician punctured the lesion with 8f, and successfully placed the sheath and guiding catheter. When the balloon reached the lesion site, the pressure pump was pressurized at 4 atmospheres. However, it was noted that the balloon could not be inflated, showing that there was extravasation of contrast medium. When the balloon was withdrawn, it was found that the middle end of the balloon was damaged, and then it was withdrawn from the body. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed a balloon pinhole located approximately 22mm proximal of the distal markerband.